Event description:
He has experienced over the past five years that tubing have become separated from the infusion set. Pt reported that outer tubing would break at the luer lock, but that the second tubing never separates and no insulin leaks. Pt reported that had not experienced any high blood sugar readings resulting from the tubing separating.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.